Event description:
The customer reported approximately one milliliter of diluent leaked into the blood sampling valve (bsv) tray involving the coulter lh 500 hematology analyzer. The customer observed the fluid leak prior to starting any analysis. The fluid was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control or risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) discovered the probe wipe was out of alignment which caused the fluid leak and ambient temperature error at the time of the fluid leak. The fse adjusted the probe wipe and resolved the fluid leak issue. The fse replaced the peltier module and resolved the ambient temperature error issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the probe wipe misalignment is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).